Event description:
Ventilator dependent patient. Red dump valve popped off four times in two hours requiring patient to be ventilated with ambu-bag each time while valve was replaced and trouble-shooting occured. Ventilator was taken out of service after fourth occurrence and placed on new oscillator ventilator. Factory representative notified (see attached service report).device not labeled for single use. Patient medical status prior to event: critical condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: manufacturer. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed. Results of evaluation: valve - pressure limit, valve - safety. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.